Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was not observed to be bent or kinked. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure with insulin delivery. The fluid had no issues traveling the complete fluid path and no leaks were observed. Therefore, no problems were found regarding the reported bent/kinked and leaking during wear events. The investigation found no issues with the formed needle, soft cannula, adhesive pad, or bottom housing that would contribute to a skin condition swelling event. Though there were no deficiencies found with the device, the investigation could not determine the causes of the reported skin condition swelling event.

Event description:
It was reported that the patient's blood glucose level rose to 280 mg/dl, while wearing the pod between 36 and 48 hours. When the pod was removed from the abdomen, the pod¿s cannula was found to be bent. Additionally, swelling and leaking at the pod site were reported. Treatment details were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula was bent at the infusion site. We are unable to confirm or determine the root cause of the reported bent cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone 17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.